Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent a breast reconstruction revision with a 400cc mentor memorygel breast implant for right, and an unknown mentor gel breast implant for left, and experienced postoperative bilateral capsular contracture (baker grade 4 on right, unknown grade on left) and right-sided rupture. The patient experienced pain and hardness, and right implant rupture was observed during explantation procedure. The patient underwent right-sided explantation and replacement with like device, catalog # 3544001, serial # (B)(4)on (B)(6) 2019. This medwatch report is for the left-sided implant.